Event description:
It was determined the tcm was not maintaining the required temperature during cardiopulmonary bypass. The product was changed out after the surgery was completed. No patient injury was reported.

Manufacturer narrative:
The field service representative found there was debris in the quick connect valves and the v2 solenoid valve was malfunctioning. He cleaned and replaced the appropriate components and the system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.